Event description:
The customer reported a false reactive alinity I cmv igg result on a female pregnant patient. The following results were provided: cmv igg = 12.6 / 0.6 / 0.5 au/ml (= 6.0 is reactive). No impact to patient management was reported.

Manufacturer narrative:
The evaluation of complaint data for the product and likely cause alinity I cmv igg lot# 50009fn00 identified normal complaint activity and there are no trends for the product related to patient results. No customer returns were available for evaluation. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Clinical specificity testing was performed using an in-house retained kit of lot 50009fn00. All specifications were met indicating the lot is performing acceptably. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, a systemic issue and/or product deficiency was not identified.

Event description:
The customer reported a false reactive alinity I cmv igg result on a female pregnant patient. The following results were provided: cmv igg = 12.6 / 0.6 / 0.5 au/ml (= 6.0 is reactive). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p42-22 that has a similar product distributed in the us, list number 07p42-24.